Event description:
It was reported by the patient that the implantable pulse generator (ipg) was "too close to her armpit." Communication with the clinic confirmed that upon completion of a chest x-ray, device movement was noted. The device was repositioned and remains in use. The chest x-ray also indicated a right atrial (ra) lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).